Event description:
It was reported that pump displayed 0 units remaining in cartridge while approximately 80 to 90 units still appeared to be in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer and clinical specialist cleaned pump thoroughly, removed it from case for ventilation, and reviewed proper cartridge filling and air removal steps, and further troubleshooting assistance from technical support was requested, but no additional information was received regarding the outcome of event.